Manufacturer narrative:
(B)(4). Mfg site name-coherent inc. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a flexiva 200 tractip laser fiber was used during a laser lithotripsy procedure in the kidney performed on (B)(6) 2015. According to the complainant, during the procedure, it was noted that the scope stopped working. The laser fiber was then removed and it was found to be broken. The fragments that fell inside the patient were successfully retrieved using piranha biopsy forceps and zero tip retrieval basket. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.